Event description:
A surgeon reported that during laser-assisted cataract surgery, there was a posterior capsule tear at the 7:30 position, in the left eye. Per the surgeon, there was poor view on the video monitor; nevertheless, the capsulotomy was free and clear. He also experienced difficulty getting into the secondary incision and was concerned about anterior chamber stability. The surgeon ended up making his own secondary incision. Postoperatively, the patient was doing well and the intraocular lens (iol) was well centered. In the opinion of the surgeon, it is unknown whether the system caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).